Manufacturer narrative:
The investigation included a review of the calibration report, qc data, and alarm trace: the last calibration was on (B)(6) 2025. The qc results were within the specified ranges. The alarm trace did not indicate any issues. A general reagent-related issue can be excluded. Based on the polyethylene glycol (peg) treatment test performed by the customer, the investigation determined that the event was consistent with an interferent in the patient sample. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys ca 19-9 results from one patient sample tested on the cobas e 602 module and cobas e 801 analyzer on (B)(6) 2025: the initial result from the e 602 module is 120 u/ml. The repeat result from the e 602 module with the patient sample at 1:5 dilution was 126.3 u/ml. The repeat result from the e 602 module with the patient sample at 1:10 dilution was 127.8 u/ml. The repeat result from the e 801 analyzer was 75.1 u/ml. The reporter suspected an interferent in the patient sample and performed a polyethylene glycol (peg) treatment test. On (B)(6) 2025: the result of the peg test from the e 602 module was 1.40 u/ml, with a recovery rate of 40%. The reporter stated that this result confirmed an interferent in the patient sample. The result of the parallel test from the module was 121.0 u/ml. The repeat result from a competitor analyzer was 5.19 u/ml.

Manufacturer narrative:
The cobas e 602 module serial number is (B)(6). The cobas e 801 serial number was not provided. The patient sample is insufficient for investigation. The investigation is ongoing.